Event description:
It was reported that an arteriotomy closure of the mildly calcified right common femoral artery was attempted using a starclose se after a lower extremity run off procedure. Reportedly, the physician could not complete thumb advancement and indicated the wings didn't fully deploy. The device was pulled out and it was noticed that the wings were broken. Manual arterial compression was used to achieve hemostasis. The physician indicated he checked the patient arteriotomy, to verify that there was no wings components left, and nothing was left behind in the patient. There was no adverse patient sequela. The physician is reported in-training in the use of the starclose se device. No additional information was provided.

Event description:
Subsequent information received indicates the physician did not attach the starclose se to the starclose se body, per the IFU, but attempted to use the device attaching a regular sheath instead. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. During inspection it was noticed that the vessel locator wings were broken, but all components were present. The device exchange sheath was not returned with the device. The report of the starclose se device not being used with the exchange sheath provided with the device was determined to be the cause of the reported event. A proxy exchange sheath was used during lab testing and the device deployed as expected. There was no anomaly or deficiency observed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. The device instructions for use (IFU) state: the starclose se vascular closure system can be used only with the starclose exchange system (included in the starclose se vascular closure system packaging). This is because the supplied exchange sheath provides conditions to allow proper wing deployment, tube set advancement, and clip delivery. The user was reportedly in-training. The IFU states: the starclose se vascular closure system should be used only by operators trained in diagnostic and interventional catheterization procedures who have been certified by an authorized representative of abbott vascular inc. There was no reported information of a trained user in attendance during procedure. Additionally, the IFU, under precautions, instructs the user to not deploy the clip in areas of calcified plaque.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4) - indication for use. Per the instructions for use: do not deploy the clip in areas of calcified plaque. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.